Event description:
(B)(4). It was reported that a spring arm had separated from the horizontal arm of the flat panel ceiling suspension. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
The actual device was evaluated and repaired in the field on (B)(6) 2012. Evaluation summary: after evaluation, it was observed that the spring arm did not completely detach from the horizontal arm, but a small gap was noticed between the two components. It was noticed that the c-clip was not seated properly in the spring arm assembly. This was causing the spring arm to slip out of the horizontal arm. The root cause of how the c-clip became unseated could not be fully determined, however, it is possible that the c-clip was not seated correctly upon installation of the spring arm. The c-clip was re-installed and seated properly and the issue was resolved. There was no reported patient involvement and no adverse consequences reported.